Manufacturer narrative:
(B)(4). Date of initial report : 12/07/2015. Date of follow-up report : 12/17/2015. The control board and rf boards were returned. No faults were found with the returned rf and controller pcbs. A visual inspection was performed on both boards and no anomalies were observed. Pcbs were installed into a test force triad and tested as a set. No errors were found in the histogram and no latching or self-activation was observed during testing.

Manufacturer narrative:
(B)(4).the device was received and the investigation found the complaint mode of activated without pressing activation buttons was confirmed. The investigation could not determine the root cause of the customer's report. The control board and rf boards were replaced to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the accessories did not work properly when connected to mono 1 and mono 2; it took a while to get the accessories activated, and sometimes they kept being activated without pressing the activation buttons. Found prior to use on patient.